Event description:
The customer reported being hospitalized due to low blood glucose. The customer stated that her glucose level went down to 23mg/dl, but when she was tested in the hospital the blood glucose was 106mg/dl. The caller stated that she doubled bolused for food, which caused her admission. The customer requested assistance with making and edit to her basal rate, which have been prevented for making changes as she had a temp basal going on. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.